Event description:
Customer reported aviva system blood glucose result of 216 mg/dl and 98 mg/dl within 10 minutes on professional system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent. Also, customer states the use by date on the aviva test strip vial label is 07/2009; manufacturer's batch record confirmed the actual use by date to be 05/31/2009. No adverse event reported. Requested return of product, replacement sent.